Event description:
The pt had a pca primary tibial component revised. The reason for the revision was not indicated.

Manufacturer narrative:
Summary of evaluation: the device was not returned to howmedica; therefore, evaluation of the device could not be performed.